Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pacing lead (ipl) exhibited high/risen threshold and revision procedure was scheduled. The ipl was inactivated and remains in the patient out of service, and a new lead was implanted. No patient complications have been reported as a result of this event.